Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Patient rep reported after 1 week of implant, the ins flipped. It moved inside and they had to go back in and put the ins higher.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). The patient stated that the reason why their battery flipped inside of them is unknown. When they saw their doctor, they said it was unusual for this to occur but because they had a lot of tissue/skin/body fat, that may have been a part of the reason. Therefore, on (B)(6) 2023, the doctor had to go in and reposition the battery- it was placed slightly higher. Additionally, the patient mentioned that they sit a lot and their body fat may have pushed the battery out of place. They are unsure. When asked if the issue was resolved, the patient stated that "yes, moving the battery higher resolved the issue. Initially, when the problem started- I told my doctor that the battery was sticking out and that I was very uncomfortable. They suggested that I wear a brace for a few weeks- and when on the 2nd, I called to let them known that was not working. Then they did an xray/and or ultrasound and sure enough it was clear my battery had moved."